Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 7629577. Common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 7629577.

Event description:
Related manufacturer reference number: 1627487-2023-01559 and 1627487-2023-01560. It was reported that the patient system was auto reducing. It was found that the patient's leads fractured. As a result, the patient was experiencing ineffective stimulation. It was also reported that the patient had discomfort at the battery site. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored post-operative. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.